Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information and without the device to analyze, a cause for the reported unstable (arm positioner) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an unstable arm positioner. It was reported that during preparation of the clip delivery system (cds), the arm positioner became loose. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.